Event description:
Major pump unit(s) involved: drive unit failure. Additional text: driveline. Specific component(s) involved: driveline malfunction. Additional text: wires exposed, driveline uncouple at its insertion site to the controller. Causative or contributing factor: no specific contributing cause identifiy. Intervention(s): replacement of pump. Implant device type: lvad.

Event description:
Major pump unit(s) involved: drive unit failure.specific component(s) involved: driveline malfunction.